Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) lead was not pacing and had high pacing impedance values. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. A full lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found.